Event description:
It was reported the video tower displayed a b30 error with two scopes. The issue occurred at the beginning of the procedure while the patient was under sedation for a diagnostic cystoscopy, and there were a procedural delay of greater than 30 minutes. The procedure was completed using an olympus back up device and there were no reports of patient harm. This report is related to the following linked patient identifier: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Corrections to b1, b2, and f10. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus, correcting b1, b2, and f10. B1 should not be marked as an adverse event, and b2 should not be marked at all. The f10 medical device problem reported, and other findings would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
This supplemental report is being submitted to provide correction to f6.

Event description:
Correction is being made to previously submitted f6: date user facility/importer was aware, which was not late. The correct date was 10/17/2025.